Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The vizigo sheath had a bubble in the hemostatic valve. It was reported that the vizigo sheath had a bubble in the hemostatic valve. The physician brought this to their attention after the procedure was over. The part is available for return. No air was introduced into the patient. The physician eliminated the bubble by dislodging it--there is no clarity/information at this as to how this was achieved. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. No patient consequences were reported. Air flow into side port is MDR-reportable.

Manufacturer narrative:
On 13-jun-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 6-jul-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The vizigo sheath had a bubble in the hemostatic valve. Device evaluation details: visual analysis of the returned sample revealed the irrigation tube was cut. However, the hemostatic valve was found in good condition. No damage or other anomalies were observed. The issue reported by the customer about the air flow back cannot be evaluated since the irrigation tube was cut. The device could not be tested. A device history record review was performed for the finished device 00001933 number, and no internal actions related to the complaint were found during the review. The event described was not confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)